Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Upon review, it was discovered that the right atrial lead was functioning normally however, multiple noise reversion episodes and inappropriate mode switch were recorded. During the procedure, the physician noticed that the right ventricular lead appeared to be infiltrated by the tissue. The physician attempted to remove the right ventricular lead however, was unsuccessful due to the new lead unable to pass through the narrowed area. The physician decided to keep the existing right atrial and right ventricular lead and continue to monitor. The patient was in stable condition.